Manufacturer narrative:
Motor error alarm occurred during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, verify displacement fault or motor position encoder error alarm due to motor error alarm. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 188 mg/dl at the time of incident. The customer stated that the insulin pump was unable to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to use back-up plan. The insulin pump will be returned for analysis.